Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 402 in the event history. The hosp. Rep. Stated they have no record of any pt incident involving the pump since the last baxter service event.